Event description:
It was reported that a patient passed away coincident with peritoneal dialysis therapy. The patient was not hospitalized prior to or at the time of death and passed away at home. It was reported that peritoneal dialysis therapy was ongoing up until the time of death, but the patient was not connected to the baxter healthcare homechoice device and was not using baxter healthcare solutions at the time of death. It was reported that the patient did not have a peritonitis event at the time of death. The cause of death was reported to be cardiac arrest and an autopsy was not performed. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was returned to baxter and an evaluation was completed. The event history log review revealed there were no keystrokes, programming, use related or increased intraperitoneal volume (iipv) events that would cause or contribute to the reported problem. The product analysis lab (pal) evaluated the device and no failure or malfunction were identified that could have caused or contributed to the patient passing away. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet electrical performance specification requirements per rite testing; however, failed the functional testing for an unrelated issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The sample analysis revealed no non-conforming product that could have caused or contributed to the reported problem; therefore, the cause of the reported event was not determined. Should additional relevant information become available, a supplemental report will be submitted.